Event description:
It was reported that this right atrial (ra) lead was attempted to be repositioned and during the procedure tissue adhered to the helix in such a way it could not be retracted and caused the lead to be unable to be repositioned. A new device was implanted. No additional patient effects were reported.

Manufacturer narrative:
Corrected fields: b5 describe event or problem. H6 impact codes and device codes. It was reported that this right atrial (ra) lead dislodged and was confirmed by fluoroscopy to be in the superior vena cava. Physician attempted to be repositioned but it was not possible due to tissue adhering to the helix, preventing it from being retracted and caused the lead to be unable to be repositioned. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead dislodged and was confirmed by fluoroscopy to be in the superior vena cava. Physician attempted to be repositioned but it was not possible due to tissue adhering to the helix, preventing it from being retracted and caused the lead to be unable to be repositioned. A new device was implanted. No additional patient effects were reported.